Event description:
The valve was implanted on 10/8/1997. Approximately 30 minutes later, a cat scan was taken as the valve did not appear to be functioning correctly. A hole was seen in the valve and it was replaced with a delta valve, regular, performance level 2, catalog number 42824.